Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow up report will be filed once the results have been completed.

Event description:
Jackson-pratt 7mm flat fluted surgical drain placed in subgaleal space after evacuation of hematoma. Later the same day, the ICU nurse noticed the drain wasn't holding suction anymore. The provider inspected the drain which appeared to be fractured had to be removed sterilely at the patient's bedside. The drain broke apart at the seam where the clear tubing and the inner, white, fluted portion meet. Fortunately, the surgeon was able to visualize and grasp the white, fluted portion and remove it from inside the patient after it fully broke.

Manufacturer narrative:
Supplemental report is being filed since investigation results are available following the submission of the initial MDR report. The sample was not available for evaluation. A lot number or a product code was not provided. Root cause for the reported concerns cannot be identified with the amount of information available. We will continue to monitor trends and utilize the information as part of continuous improvement.